Manufacturer narrative:
Concomitant medical products: 8711, catheter, implanted: (B)(6) 2001. 8637-40, neuro pump, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited intermittent under-sensing and the implantable pulse generator (ipg) exhibited heart rates slower than the lower rate limit. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.